Event description:
It was reported that via merlin at home transmission, non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. An asymptomatic patient was brought to the clinic and programming changes were made. The patient is doing fine.

Manufacturer narrative:
Product not returned. (B)(4).